Manufacturer narrative:
Manufacturing date -- september 9, 2016 ¿ september 12, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor filled with desferrioxamine and sodium chloride was underinfusing. The medication was supposed to be delivered overnight and most was still left in the morning. There was no report of patient injury or medical intervention associated with this event. No additional information is available.